Event description:
The straight long elite attachment overheated while being tested by the service technician during a routine field service maintenance visit. There was no patient involvement, and no adverse consequences were reported.

Manufacturer narrative:
Visual inspection confirmed lube breakdown in the nose bearings.